Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient started to develop signs of lvad thrombosis, with elevated lactate dehydrogenase (ldh). It was reported that the patient had a recent history of low inrs. Attempts to treat the patient with heparin and lovenox was unsuccessful. The ldh continued to rise, and patient developed worsening heart failure symptoms. The patient underwent a device exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The explanted device was returned assembled. The sealed inflow conduit, outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the deposition showed evidence of denaturation, and the circumferential contact marks on the outlet bearing cup, indicating that it was in the outlet stator for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. The deposition found in the pump could have potentially contributed to the reported elevation in lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.